Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 432-04-52 lead, implanted: (B)(6) 1999; 430-10-58 lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had dislodged, resulting in elevated pacing threshold and pacing failure. It was noted that the patient's target vein became thin halfway down and therefore the lead could not be advance sufficiently to the distal portion of the vein. The lv lead was re-positioned and remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.